Manufacturer narrative:
The initial submission of this event was reported by the manufacturer under MFR. Report # 2916596-2018-00143. This report is being submitted as additional information. Approximate age of device - 1 year and 10 months. Manufacturer's investigation conclusion: the reported pump stops and hazard alarms were confirmed through the review of the log files submitted by the account. Based on past experience with the hmii lvas and similar reported events, the hazard alarms and pump stoppages that occurred while the patient was supported by the power module could be indicative of driveline damage. However, no damage was identified through the examination of the distal end of the patient's driveline. Additionally, no damage was identified through the examination of the pump-end segment of driveline that was later returned with heartmate ii lvas. Approximately 15.5¿ of the distal portion of the patient's driveline (dl) was replaced. The driveline was tested for electrical continuity in the condition that it was received and did not reveal any discontinuities or shorts. The pins of the metal connector appeared free from deformation. A minor tear was observed in the outer silicone sleeve of the 15.5¿ distal end of the dl, approximately 3.5¿ from the metal connector. The silicone jacket, clear bionate, and metal braided shield were removed to examine the underlying wires. Visual inspection of the driveline revealed no evidence of mechanical damage or breakdown of the wire insulation. The driveline was then submerged in a saline solution for hi-pot testing to further verify the integrity of each wire's insulation. This test did not reveal any areas of current leakage. The patient remained ongoing on heartmate ii lvas with no additional reported issues until a heart transplant was performed on (B)(6) 2018. The device was returned for evaluation. The device was later returned assembled with the driveline (dl) cut approximately 0.75¿ from the pump housing and the distal portion of the dl was not returned. The sealed inflow conduit (inlet tube, inflow conduit flex section, and inlet elbow) was returned attached to the pump¿s inlet port. The sealed outflow conduit (outflow elbow, outflow graft, and outflow graft bend relief) was returned attached to the pump¿s outlet port. The outflow graft bend relief collar was sutured in place around the outflow graft nut. Evaluation of the sealed inflow and outflow conduits revealed no evidence of developed depositions or thrombus formations. Visual examination of the pump¿s blood-contacting surfaces upon disassembly of the device also revealed no evidence of adhered depositions or developed thrombus formations. The disassembled pump¿s bearings, rotor, and blood-contacting surfaces were examined under a microscope and no anomalies were observed. Electrical continuity testing of the driveline did not reveal any discontinuities or shorts. It should be noted that although the 0.75¿ pump-end segment of driveline was unable to be hi-pot tested, visual inspection of this segment of the driveline revealed no evidence of mechanical damage or breakdown of the wire insulation. The pump was cleaned, reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. The hmii lvas IFU and patient handbook explain that all hm ii lvas drivelines have the potential for wire/shield breakdown to occur dependent on length of use and movement/flexing over time. Information regarding driveline care can also be found in both of these documents. Additionally, the hmii lvas IFU contains detailed information regarding pump speed, power, flow, and pi. This IFU also outlines all system controller alarms (including low flow hazard and pump off alarms), as well as how to respond to such events. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the system controller's log file showed multiple pump stoppage, low flow, and low speed advisories. An issue was suspected with the percutaneous lead (driveline). On 20dec2017, a driveline repair was completed. On 21dec2017, it was reported that the driveline repair was initially successful; however, the patient had more low flow and pump stoppage alarms. The pump was connected to an ungrounded patient cable with resolution of the alarms. It was reported that the first driveline repair was performed approximately 3 inches from the driveline exit site, and additional repairs were not possible. The patient has been stable on an ungrounded cable without any further pump stoppages. The plan is to complete a heart transplant evaluation list the patient as status 1a. No further information was provided. Additional information: the patient received a routine heart transplant on (B)(6) 2018.